Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was loaded in usual manner but did not unfold properly in the capsule. During manipulation of lens, the posterior capsule ruptured. The lens was removed, an anterior vitrectomy was performed, and the lens was replaced with a different model lens.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is cut or torn in two pieces. Only half of the lens was returned. Product evaluation could not verify the failure mode due to condition of received product. The device history records were reviewed for the lens and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.